Event description:
A medtronic representative reported bone clogged in the 4.5mm tap (cannulated). This event was reported outside the operating room. No patient was present.

Manufacturer narrative:
No patient was present at the time. RMA issued. Medtronic investigation finds that as reported, the tip of the instrument is clogged with bony material. A replacement part was sent (B)(4) 2012.